Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, an increase in capture threshold was reported. The right ventricular (rv) lead was capped and replaced. No visible lead damage was observed during the rv lead revision or on x-ray examination. The patient was stable with no adverse consequences.